Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During installation of a heart lung console, it failed to operate with the battery. There were no reported consequences to the patient as a result of this event.